Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel further reports patient allegations of pain, osteoarthritis and elevated metal ion levels. Additional information provided in patient medical records indicate the left hip was revised on (B)(6) 2014 due to pain, adverse soft tissue reaction, and elevated chromium and cobalt levels. The patient¿s operative report noted metallosis, blackened amber fluid, and osteolysis. The head and liner were removed. Additional information received in patient medical records noted that on (B)(6) 2013, (B)(6) 2013, and (B)(6) 2013 patient¿s blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: 1. Material sensitivity reactions. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. 15. Elevated metal ion levels have been reported with metal on metal articulating surfaces. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00107 and 06186).

Manufacturer narrative:
This follow up medwatch is being submitted to report that this medwatch is a duplicate of 1825034-2013-02660. This medwatch 1825034-2014-06186 is considered closed.